Event description:
It was reported that the customer received a button error alarm on the insulin pump, after numbers were ramping up during a bolus. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted during testing. No unexpected ramping numbers noted. The device had minor scratched display window, cracked reservoir tube, and cracked reservoir tube lip.